Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown ulnar component, unknown. (B)(6). Report source, literature: lami, d., chivot, m., caubere, a., galland, a., argenson, j.n. (2017). First-line management of distal humerus fracture by total elbow arthroplasty in geriatric traumatology: results in a 21-patient series at a minimum 2 years¿ follow-up. Orthopaedics & traumatology: surgery & research, 103(6), 891-897. Doi: 10.1016/j.otsr.2017.06.009. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01083. Product location unknown.

Event description:
It was reported in a journal article that a patient developed peritonitis eighteen days post-operatively which required a thirty-two day admission to the visceral surgery department which resulted in asthenia, involved extreme immobilization, and stiffness. The patient declined a revision for release of prosthetic joint and was unable to restore to a functional range of motion after rehabilitation therapy. It is believed this post-operative complication was the reason for stiffness. Patient was dissatisfied with the surgery. No further information has been provided.